Event description:
Home pt (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of hp's homechoice machine during dwell 3/4 their automated peritoneal dialysis (apd) therapy. Reportedly, after receiving the alarm hp cycled the homechoice machine off/on several times and started a new therapy with the same supplies. Tsc assisted hp in ending therapy early and advised hp to setup with new supplies to complete their apd therapy. Per rn, no pt injury or medical intervention was associated with this incident.